Event description:
The switch emitted smoke. Inspection revealed a break in the line cord at the strain relief. The use of the flexible strain relief has reduced the breakage of the cord. Co has added a caution to the labeling to not flex the power cord needlessly. Remedial action has been accomplished. No deaths or injuries were reported. This repor is being made to comply with regulatory letter 90-dt-12.